Manufacturer narrative:
Zoll has not received the quattro catheter (lot# unknown) for investigation. A follow-up report will be submitted when the catheter is returned and the investigation has been completed.

Event description:
During cooling phase of ivtm therapy, the user observed blood in the start-up kit tubing, suspecting a leak on the quattro catheter (lot# 153696). After removing the catheter, the user tried to rewire another quattro catheter (sn unknown), however,was unable to perform catheterization. Following this, ivtm therapy was discontinued and adjunct therapy was performed. No consequences or impact to patient. Please see the following related MFR report: MFR # 3010617000-2021-00543 for quattro catheter lot# 135696.